Event description:
Pt on multiple drips to support blood pressure and cardiac output. Imed 4 channel pump in use and plugged into wall outlet where pump spontaneously stopped functioning with pump failure alarm sounding. Pt not receiving meds from failed pump, caused decrease in blood pressure to 78/47; blood pressure prior to pump failure 88/48. Other meds affected by pump failure. Meds changed to functioning pumps immediately. Blood pressure stabilized in 30 mins.